Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot,cracked battery tube threads and cracked case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump broke because of moisture damage during swimming.the customer's blood glucose reading was 252mg/dl at the time of incident. There was no further information provided by the customer or by troubleshooting.